Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed that the s1 drg lead had migrated. In turn, surgical intervention was undertaken wherein the s1 lead was explanted and replaced, resolving the issue.